Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the pt had a radical operation for gastric cancer four years prior to this occurrence & now the cancer was found in the lymph nodes. The catheter was inserted on (B)(6) 2010 & the pt had chemical therapy from (B)(6) to (B)(6) & again (B)(6) to (B)(6) in the hospital. The pt was sent home during the down intervals. The clinician reported that pt had unk therapy at another clinic & when reporting for his third session of treatment on (B)(6), the nurse found that the catheter was broke & a piece remained in the pt. The doctors checked pt in dsa & found that catheter piece was near the heart. As a result, pt was sent to the cath lab (B)(6) where the doctors removed the catheter with a snare. The catheter was reportedly broke at the 47cm mark & was initially inserted at 42cm in the left median cubital vein. The pt is home with no reported complications as a result of this occurrence. Lot information will not be available & the package was lost in the hospital. The catheter was not replaced as pt refused.